Event description:
ER nurse incured needlestick to hand as he pushed a syringe into a clear #4838c sharps container, mounted in an almond cabinet. He was stuck by a needle caught in the tortuous path of the lid. Type of needle and source pt it was used on are unk. Also unk, is the height container was mounter. It is unk what type of first aid was given.